Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vh-3200 dissection tip would not screw on the scope. Either the threads were not there or it was too big. A replacement unit from an accessory kit was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that there were small white plastic shavings found in the cone tip and the tip appeared to be scratched on the inner walls. A functional test was performed on the device. The dissection tip was able to be assembled onto a reference endoscope. Based upon this, the reported complaint could not be confirmed. (B)(4).